Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer stated the reprocessing status was unknown. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system. [Inspection of the endoscope]. 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function]. Inspection of air/water feeding function. 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that there is foreign material in the device nozzle. This is attributed to failure to clean adequately. As a result of this foreign material the nozzle drainage failed upon inspection. Other observations for the device are: objective lens adhesive is cloudy; light guide lens adhesive is cloudy; distal end rubber coating (a-rubber) adhesive has cloudiness; and discoloration on insertion tube due to handling during reprocessing. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of a pinhole leading to leakage. There is no harm to any patient or persons. Upon evaluation of the returned device, it was observed that there is foreign material in the device nozzle. This is attributed to failure to clean adequately. This medwatch is being submitted for the reportable issue of foreign material found in the nozzle during device evaluation.